Manufacturer narrative:
Follow up 04-mar-2016: ptc investigation results were provided. Ptc global number: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Company causality comment: this case report was received from a lawyer on behalf of a (B)(6) female consumer/plaintiff who had pelvic pain and bled every day since essure (fallopian tube occlusion insert) insertion. Essure was removed by hysterectomy (approximately 7 months after its placement). These events are listed according to essure's reference safety information. During essure micro-insert therapy, pelvic pain and genital bleeding or spotting may occur. In this particular case, consumer's bleeding started in close association with essure procedure. She also developed pelvic pain. Considering the positive temporal relationship between events and essure therapy and since no alternative explanation was provided; causality with the suspect insert cannot be excluded. Non-serious events were also reported. This case was considered an incident, since device removal was required (hysterectomy performed). Based on the available information, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Further information will be obtained through the litigation process.

Event description:
This case report received from a lawyer / attorney in the united states, on behalf of a plaintiff in united states on (B)(6) 2016. It refers to the (B)(6) female consumer/plaintiff who had essure (fallopian tube occlusion insert) implanted on (B)(6) 2015. She experienced severe pelvic pain, bled every day since essure, dizziness, migraines and severe lower back pain. On (B)(6) 2015 she underwent a hysterectomy and essure was removed. Company causality comment: this case report was received from a lawyer on behalf of a (B)(6) female consumer/plaintiff who had pelvic pain and bled every day since essure (fallopian tube occlusion insert) insertion. Essure was removed by hysterectomy (approximately 7 months after its placement). These events are listed according to essure's reference safety information. During essure micro-insert therapy, pelvic pain and genital bleeding or spotting may occur. In this particular case, consumer's bleeding started in close association with essure procedure. She also developed pelvic pain. Considering the positive temporal relationship between events and essure therapy and since no alternative explanation was provided; causality with the suspect insert cannot be excluded. Non-serious events were also reported. This case was considered an incident, since device removal was required (hysterectomy performed). A product technical analysis is being performed. Further information will be obtained through the litigation process.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.